Event description:
Customer stated they have gingivitis due to the aligners and recently had a new crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.